Event description:
Account obtained discrepant results for three pt calcium samples. Sample one initial 7.2 mg/mdl, repeated as 8.0 and 8.4. Sample two initial 8.7 mg/dl, repeated as 11.1 and 10.6. Sample three initial 7.6 mg/dl, repeated as 9.1 and 9.0. The incorrect results were not reported. The field service rep was unable to determine a cause of the discrepant results.